Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7107755/7107938.

Event description:
It was reported that the patient had an infection at the ipg site with symptoms of pain, inflammation and fluid discharge at the pocket site. The physician did not believe that the infection was device nor procedure related. The patient was put on antibiotics and underwent an explant procedure wherein all device components were explanted. The patient was doing well postoperatively and all explanted devices were not returned.